Event description:
It was reported that right ventricular (rv) lead thresholds have been gradually rising over time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2003; vedr01, implantable pulse generator, (B)(6) 2010. (B)(4).